Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to pain at the evoke closed loop stimulator (cls) implant site. The evoke scs system was confirmed to be functioning as intended prior to the explant. The evoke scs system was explanted.

Manufacturer narrative:
Additional information: section d - device available for evaluation section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes the evoke cls was returned to saluda for analysis. Visual analysis was performed, and no anomalies or defects were identified. The root cause of the pain at the evoke cls implant site cannot be definitively determined. The evoke cls was confirmed to be operating as intended prior to the explant. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.".